Event description:
The mother of a boy, called to report this event. She reported their freestyle flash meter had readings of 300 mg/dl and 400 mg/dl blood sugars, exact numbers unk. When comparison tested on another meter, the readings were 16 mg/dl. It was reported the child briefly lost consciousness, and was treated by the father with juice and cakemate. No third party medical intervention was required.

Manufacturer narrative:
The product has been requested. It will be investigated upon return, and a follow up report will be submitted.